Event description:
During a patient use event, the user is reporting the device failed to analyze the patient's rhythm. The device in question was replaced by another device. The patient did not survive.